Manufacturer narrative:
Model number/catalog number: sc-2138-70; serial number: (B)(4); batch/lot number: a06611/a06813; model/catalog description: phase iii linear lead - 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.